Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after a programming change was made to the implantable cardioverter defibrillator (ICD), the patient's rhythms changed. In addition, it was noted that the ICD did not provide therapy for suspected torsades de pointes. The ICD remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported via follow-up that their had been confusion around interpretation of the electrocardiogram (ECG). The episode of torsades was in fact, just artifact on the ECG monitor. There were no arrhythmia episodes and no ICD issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.